Manufacturer narrative:
Further information has been requested from the reporter regarding details of the back-up device. No additional information is available at this time. Serial number: (B)(4). Lot number: 61393. Device labeling precautions: the xen gel implant and injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported "xen implant was inserted uneventfully , under gonioscopy guidance. Post insertion, the subconjunctival portion of the implant was found to be cut in 2 pieces. The longest xen segment, which remained connected to the anterior chamber, was very friable and was cut into 2 further pieces, on minimum manipulation through the conjunctiva. Hence, the remaining intracameral implant was subsequently removed and a new implant was inserted uneventfully", and "there has been no injury, but 2 small xen remnants remained in the subconjunctival space." This for the right eye.

Manufacturer narrative:
In response to FDA inquiry letter dated 13/mar/2017 for report number 3007851988-2016-00006. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in finished goods lot number 61393, and there was no nonconformance for this unit or batch/lot. The injector was traced to gel stent serial number (B)(4). The records show that the gel stent passed all specifications and was an accepted unit with no non-conformance. There was nothing identified in the DHR review which suggests that the issue indicated in this complaint was caused by a manufacturing defect or problem.

Event description:
Healthcare professional reported "xen implant was inserted uneventfully , under gonioscopy guidance. Post insertion, the subconjunctival portion of the implant was found to be cut in 2 pieces. The longest xen segment, which remained connected to the anterior chamber, was very friable and was cut into 2 further pieces, on minimum manipulation through the conjunctiva. Hence, the remaining intracameral implant was subsequently removed and a new implant was inserted uneventfully", and "there has been no injury, but 2 small xen remnants remained in the subconjunctival space." This for the right eye.